Event description:
Conmed (B)(4) reported on behalf of the customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during an unknown procedure and the tip of the electrode broke off from the cannula and dropped out. After further assessment it was found, that all fragments were removed with forceps. There was a 20 minute delay. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported event of ¿tip of the electrode broke off¿ is confirmed. Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the tip is broken off from the cannula. There is evidence of soldering on the l-hook. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review conducted found 8 events for this lot number and failure mode; 4 units are confirmed. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Misuse of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during an unknown procedure and the tip of the electrode broke off from the cannula and dropped out. After further assessment it was found, that all fragments were removed with forceps. There was a 20 minute delay. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.